Event description:
The triway® tibiotalocalcaneal (ttc) arthrodesis system is a unique nail system for ankle arthrodesis providing a high stability and rigid fixation. The system is composed of an angulated nail available in several sizes (diameter 10, 11, 12mm, lengths from 160mm to 250mm) and different screws for bony fixation. Rigid fixation is achieved by: - two 5.0mm diameter cotter screws or two 5.0mm diameter headed screws for tibial fixation. - one 5.0mm diameter cotter screw for talar fixation. - one 5.0mm diameter cotter screw for calcaneus fixation. - one I. B. S® 6.5mm compression screw inserted in an oblique way to provide additional compression throughout the nail, between the calcaneus and the talus. Event description: 2 patients treated with triway nails required hardware removal due to infections. During removal of the second nail, the extractor could not be mounted on the nail. Patient 1: born (B)(6) 1954. Nail inserted (B)(6) 2021. Nail removed (B)(6) 2022. Patient 2: born (B)(6) 1964. Nail inserted (B)(6) 2021. Nail removed (B)(6) 2022. The company was not informed until the second patient's nail was removed. Biopsy samples were taken during the procedure. This event is reported according to the remediation plan following FDA observation 1 from (B)(6) 2025.

Manufacturer narrative:
Batch history records of the products involved in this complaint were reviewed and no non-conformity which might explain the complaint was determined. Report received from the healthcare facility on (B)(6) 2022 stating that the extractor malfunctioned and that there was no damage nor any physical injury made to the patient. Elements of the investigation stated above lead to believe that the extractor's malfunction was caused by the fact that the thread inside the nail explanted was damaged. Several attempts were made to inquire with the healthcare facility if the explanted nail could be retrieved for further testing; the healthcare facility answered on the (B)(6) 2022 that the implant was not saved and therefore cannot be inspected. No cause about the infection on the 2 patients was determined due to the lack of information. Infections are an expected adverse event as documented in the triway IFU, and technical documentation.